Manufacturer narrative:
Investigation summary: bd received 3 samples lot 1085043 and 2 samples lot 1061460(sent by mistake) for investigation. 5 samples along with 20 retain samples were evaluated by draw testing and the indicated failure mode for underfill and tube push off with the incident lot was not observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. These events occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the filling is extremely slow, sometimes stops, need to push the tube hard inside the holder to avoid the tube to be rejected. The holder is not a bd product."